Event description:
It was reported by the legal department that this female patient's knee was revised due to pain and lack of mobility approximately 7 years post op initial tka. As a result of the defects and failure of the exactech knee system, and the surgical intervention necessitated by such, the patient experiences pain, lack of mobility and endure limitations on activities of daily living, quality of life, and ability to perform work functions.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): (B)(4), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. (B)(4), 200-02-32 - three peg patella 32mm. (B)(4), 204-34-02 - fluted stem extension 25l x 14 mm. (B)(4), 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00534.